Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
In the study, "in-clinic evaluation of the minimed 670g system "suspend before low" feature in children with type 1 diabetes" a total of 111 children who were enrolled in the safety evaluation of the hybrid closed loop system in pediatric subjects with type 1 diabetes. The trial involved a 2-week run-in phase followed by a 3-month study phase that included a 6-day/5-night hotel study that involved the evaluation of the minimed¿ 670g system smartguard¿ "suspend before low" feature in children aged 7-13 years with type 1 diabetes. Initially, the system was set to manual mode with the ¿¿suspend before low¿¿ feature and resume basal alert turned on, the low limit was set at 65 mg/dl, and the ¿¿alert before low¿¿ and ¿¿alert on low¿¿ features were turned off. The hyperglycemic threshold alarm was set based on the preference of the participant(s)/parent(s)/guardian(s) or investigator. It was found that of the 111 children enrolled, 105 (aged mean ¿ standard deviation [sd] of 10.8 ¿ 1.8 years) completed the ¿¿suspend before low¿¿ evaluation. The 6 subjects that did not complete the study included: four screen failures, one withdrawal before and one withdrawal during the baseline run-in. Troubleshooting did not occur for the four insulin pumps experiencing display anomalies. No products were returned for analysis as a result of the study.